Manufacturer narrative:
B3: day of event unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found multiple instances of error code 41100. Functional testing was performed. The printed wire assembly (pwa) was replaced to resolve this issue. The pump passed all testing following the repair.

Event description:
It was reported that the device turns on fine with the batteries in it, but once you plug in the ac adapter the device starts alarming, and the screen starts pixelating. There was no patient involvement.